Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that due to significant weight loss, patient experienced pain and discomfort at the implantable pulse generator (ipg) site and stated she sometimes feels zaps at the ipg site. After program optimization, all painful areas are now covered, and she was getting relief were intended.